Manufacturer narrative:
The initial reporter information was not provided.

Event description:
Advocate stated her husband received a blood glucose reading of 104mg/dl on the contour next link 2.4. He took a bolus of novolog insulin and experienced symptoms of confusion and was sweating. A blood test was then taken with a different meter and the reading was 49mg/dl. His wife, who was also a nurse, gave him fruit juice and he felt better. The advocate was advised to return the strips for evaluation, new meter and strips were sent to the customer.

Manufacturer narrative:
The bottle of strips returned for evaluation contained 8 strips; 3 were contour strips and 5 were contour next strips. Even though the strips were mishandled by mixing different bottles, they gave satisfactory performance.